Event description:
Report rec'd that a note on the pump read, "the pump stopped while infusing during a code." Multiple calls have been made to the customer to obtain further info. No further details were available. If any significant info relevant to this incident becomes available, it will be forwarded to the agency.

Manufacturer narrative:
Testing and investigation confirmed the report of: "turns on/off on its own " both by testing and by device history. During testing, line c gave constant air in line or occlusion alarms. Line c stalls/grinds during operation and caused a pump service code 0001 which indicates a valve encoder error. It was determined that the pivot shaft at line c was binding due to an absence of lubricant. The mechanism was re-lubricated.